Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that periodically the wake button does not function. Reportedly, the customer was attempting to deliver a quick bolus and received a button alarm. Customer's blood glucose level was impacted, less than 250 mg/dl. Contact stated the customer delivered a correction bolus and blood glucose levels stabilized.